Event description:
Additional information was received on (B)(6) 2019 from the healthcare provider (hcp) via a manufacturer's representative (rep) on (B)(6) 2019. It was reported that the patient's weight was unavailable. It was also reported that the hcp used their 8840 physician programmer both during the initial update and on (B)(6) 2019. The rep reported they would be updating the hcp to the tablet asap. No further complications were reported. Additional information was received from the manufacturer's representative (rep) on (B)(6) 2019. It was reported that the serial num ber or software version of the application card was unknown. The hcp was assigned the programmer and the office staff was there to update the pump with their programmer. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the serial number of the clinician programmer was (B)(4). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving hydromorphone (4.1mg/ml at 2.66mg/day) and baclofen (639.5mcg/ml at 414.97mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and multiple sclerosis. It was reported that the patient's pump was updated on (B)(6) 2019 around 11am, however, the hcp forgot to update the pump. The patient was in on (B)(6) 2019 to have the pump updated with the correct programming and it was indicated that 8 days and 4 hours had passed, so there were about 34.7ml left in the pump. No patient symptoms were reported and no further action was needed at the time of report. No further complications were reported or anticipated.